Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Customer reports that a zirconia abutment edaz has breakage at the internal connection of the abutment. Tooth location #9.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: type of investigation was added: 3331, 4109 and 4111. H6: investigation findings was added: 3252. H6: investigation conclusions was added: 4307. The reported device was not received for evaluation. The reported condition of a fractured abutment was confirmed. Visual inspection and functional testing to recreate the reported event could not be performed as the device was not returned. Although the complaint could not be visibly confirmed, the abutment is a bellatek zirconia abutment which falls under the scope of an existing CAPA and subsequent recall. Due to the nature of the reported event and the history of similar failures associated with the product, the complaint is considered confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. However, the failure of this device is associated with a previously closed CAPA that led to a recall and the item number is obsoleted. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.